Event description:
A user facility registered nurse (rn) reported a major dialyzer blood leak today as the patient started hemodialysis (hd) treatment. The rn stated they had not seen blood leak this severe and it passed tests. They pulled the machine out and will culture and disinfect it. The estimated blood loss (ebl) was unknown. A photo was provided for the investigation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer. There were six photographs provided by the clinic. There was one photograph showing the dialyzer label from the reported lot number attached to the machine. There were four photographs showing the dialyzer connected to the machine and there is visible blood on the outside of the fibers in the dialyzer and in the hansen line. This is indicative of an internal blood leak. There was also one photograph showing an up-close view of the machine's screen and it reads "blood leak?". The cause of the leak is unknown. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. It is unknown what type of leak may have occurred as no sample was provided. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported a major dialyzer blood leak today as the patient started hemodialysis (hd) treatment. The rn stated they had not seen blood leak this severe and it passed tests. They pulled the machine out and will culture and disinfect it. A photo was provided for the investigation. Upon follow-up, the rn stated an internal dialyzer blood leak occurred at the start of hemodialysis (hd) treatment before blood hit the venous needle. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was visually observed within the dialysate and dialysate lines. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 250cc. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5.

Event description:
A user facility registered nurse (rn) reported a major dialyzer blood leak today as the patient started hemodialysis (hd) treatment. The rn stated they had not seen blood leak this severe and it passed tests. They pulled the machine out and will culture and disinfect it. A photo was provided for the investigation. Upon follow-up, the rn stated an internal dialyzer blood leak occurred at the start of hemodialysis (hd) treatment before blood hit the venous needle. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was visually observed within the dialysate and dialysate lines. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 250cc. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.